Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a damaged catheter, causing leakage. The following information was provided by the initial reporter: "according to the customer's report, blood leakage occurred upon venipuncture; there seems to be a damage on the catheter."

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a damaged catheter, causing leakage. The following information was provided by the initial reporter: "according to the customer's report, blood leakage occurred upon venipuncture; there seems to be a damage on the catheter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/4/2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and a top web from lot number 1104380. In addition, seven photos were received. Upon inspection of the received units and the photos it was observed that a crack is visible in the blue adapter. A microscopic inspection of the adapter was performed. The crack does not appear to be from impact to the device as the surface of the damage is smooth. Upon discussion with the manufacturing and molding department it was identified that the defect is most likely the result of a short shot during the molding process. The observed defect would result in leakage therefore confirming the reported issue. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue relating to the molding process. The device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology had a damaged catheter, causing leakage. The following information was provided by the initial reporter: "according to the customer's report, blood leakage occurred upon venipuncture; there seems to be a damage on the catheter."